Manufacturer narrative:
(B)(4). Approximate age of device - 44 days. The pump was not explanted and is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a relatively unremarkable postoperative course. Lactate dehydrogenase (ldh) levels ranged from 350-450's u/l. By mid may, the ldh levels began to increase - steadily rising and peaking at 735 u/l. On (B)(6) 2016, the plasma free hemoglobin level was 17.6 mg/dl, which previously had been at 4 mg/dl. Inrs had been therapeutic with the exception of (B)(6) 2016, at which time it was 1.8. The patient's urine was yellow. Lvad parameters had been stable; however, the estimated flows steadily started to rise in (B)(6) to 10.5 lpm and powers rose from 4.3 to 7.4 watts. The patient had been taking aspirin and persantine and was admitted to initiate a heparin infusion for suspected pump thrombosis. On (B)(6) 2016 a system controller log file was provided to the manufacturer¿s technical service representative for review. Some periods of elevated power and estimated flows with an overall slight upward trend in power was noted. An echocardiogram on (B)(6) 2016 showed a small left ventricle with decent decompression. The pump speed was unable to be increased due to the small ventricle size. A CT scan showed a slight kink in the outflow graft just proximal to the anastomosis at the aorta and possible thrombus in the inflow cannula. The ldh had slightly improved on IV heparin to 600 u/l. The lvad parameters were still stable. The patient was discharged on an unspecified date on aspirin (adult dose), coumadin, and a maximum persantine dose while awaiting a second evaluation at the implanting center. On (B)(6) 2016, the patient awoke with right hemiplegia, right facial droop and expressive aphasia; no symptoms were present before bedtime. The patient was admitted and it was found that the ldh was 900 u/l. A CT scan revealed an embolic middle cerebral artery stroke. As of (B)(6) 2016, the patient was following commands with the left hand and was appropriate with yes/no questions. The patient''s family decided to change the patient status to ¿do not resuscitate¿ with no further surgeries for a pump exchange. On (B)(6) 2016, the patient suffered a hemorrhagic head bleed while hospitalized for the embolic stroke. Hospice care was initiated. The pacemaker was turned off and the lvad was disconnected. The patient expired on (B)(6) 2016. The pump was not explanted. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation as the pump was not explanted. The report of elevated pump power and estimated pump flow values, low average pulsatility index levels and pulsatility index events was confirmed based on the submitted log files. Based on the manufacturer¿s complaint history and similar reported events, the elevated lactate dehydrogenase (ldh) level coupled with elevations in pump power and estimated pump flow values, and low average pulsatility index levels could be indicative of potential device thrombosis; however, a specific cause for the events and for the elevated ldh level, embolic stroke, and cerebral hemorrhage could not be conclusively determined. Furthermore, the report of an inflow cannula thrombus and a kinked outflow graft could not be confirmed. The instructions for use lists hemolysis, thrombus, stroke, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.